Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was defective. It was stated the guidewire bifurcation into a filament could not be used. Additional information received reported that the product was broken upon opening the package.

Manufacturer narrative:
The returned device was returned with the catheter, luer connector, blunt needle and strain relief. The guidewire was returned disassembled with a large segment being stretched and knotted. There were kinks in the body of the guidewire. The distal joint of the guidewire was fractured and separated from the core. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in handling or implanting edm catheter products may result in the cutting, slitting, breakage or crushing of components.¿ proteinaceous debris was observed on the distal joint. No anomalies were found during the review of the device history record. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no product packaging damage upon inspection prior to use. There was no difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. There was no difficulty advancing the devices over the guidewire. The actions that were performed on the guidewire to prepare it for use was removing it form the protective. There were no problems during preparation, and no unusual force required when using the device.